Event description:
During a saphenous vein harvesting procedure, the tip of the unit detached while inside the pt. In order to retrieve the broken piece, an add'l incision had to be made. The piece was then retrieved without any further complications. The device was disposed after the case and was reported to the sales representative approximately a week and a half after the case was performed.